Event description:
The pt's catheter had been leaking for six years and was discovered at pump replacement. The issue has been resolved. The drug being administered via the pump was unk. Additional info has been requested.

Manufacturer narrative:
(B)(4).